Manufacturer narrative:
(B)(4). The customer's device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.